Event description:
(B)(4). Immediately following the procedure my heart rate dropped. It took over 30 minutes to get it to go back up. I went home and slept majority of the day. When I woke up I had twitching in my left eye lid and leg. One week after installing essure I got a yeast infection it took a prescription to get rid of it. Now, I get them about every other week. I also have extreme pain in my right pelvic area.